Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. There was no problem with the image during preparation, but during insertion, the image was lost and went pitch black. It was noted that the air was not removed during preparation flushing. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. There was no problem with the image during preparation, but during insertion, the image was lost and went pitch black. It was noted that the air was not removed during preparation flushing. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this complaint has been assigned an overall investigation conclusion of failure to follow instructions for the reported lost image. Evidence was found to suggest the device was used in a manner inconsistent with the labeled indications. According to the instructions for use (IFU), the motor drive unit (mdu) must be off during the insertion of the device until it reaches the region of interest. However, according to the complaint information, the mdu was on during the insertion of the device into the patient. The investigation conclusion assigned to the reported entrapped air is cause not established. The device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.